Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s wife reported via phone call that they experienced low blood glucose and insulin pump alarmed hardware low level failure. The customer¿s blood glucose level was 52 mg/dl. The using the new transmitter, and has been asked of a calibration every 2 hrs since yesterday. The insulin pump will not be returned for analysis.